Manufacturer narrative:
G4:30sep2020. B4:02mar2021. H11:g5:k102985. H10: the manufacturer's field service engineer (fse) was dispatched to the site to evaluate the unit and confirmed the reported problem. The customer swapped out the pm pcb and confirmed that was the issue. The fse replaced the pm pcb to resolve the reported issue. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 17 jun 2020.

Event description:
The customer reported the unit won't power on. There was no patient involvement.

Manufacturer narrative:
G4: 15jan2021. B4: 16jan2021. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised if there is a spare (power management)pm pcb to swap it out to see if it resolves the issue and if not, then the suspect is the (user interface) ui pcb. The customer was provided with the part numbers for the pm and the ui. The manufacturer's field service engineer (fse) stated the unit had been assigned to a 3rd party vendor for repair. No additional information was provided on the repair of this device. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.